Manufacturer narrative:
The investigation is still on-going. The results will be provided within the follow-up report.

Event description:
It was reported that during a case, the machine developed a large leak in the patient circuit and that automatic ventilation could not be continued. The patient was manually ventilated and there was no patient injury reported. The machine was examined by a hospital technician who reported finding that the flow sensor in the machine was broken.

Manufacturer narrative:
The investigation was limited to analysis of the written description as neither photos of the broken flow sensor nor the sensor itself were made available. Thus, only a general assessment and no case-specific evaluation was possible. The flow sensor is located at the outlet of the so-called compact breathing system (cosy). It is kept in position by the expiratory port where the respective hose of the patient circuit has be attached to. When the expiratory port is exposed to mechanic shock the flow sensor which is extended partly into the port may be damaged. It can be excluded that a mechanical damage of the flow sensor occurs under normal operating conditions; the extraordinarily low field failure rate confirms this. It was reported that the machine alarmed the resulting leakage which is the expected response defined in the safety concept. The device was reportedly returned to use after replacement of the flow sensor and, no patient injury has occurred during the course or as the result of the event.

Event description:
Please refer to initial MFR. Report #9611500-2016-00252.